Event description:
Customer reported a motor error alarm. Explained to customer that a false motor error alarm may be caused by viewing the sensor glucose graph while the insulin pump is delivering bolus. The blood glucose reading is unknown.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.